Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Reportedly, the clip was able to be reopened, but was then unable to close. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results visual examination of the returned complaint device revealed the clip arms were bent and unable to close. It was observed that no activations had been performed. Additionally, the control wire was detached from the spool. During the investigation it was found that the control wire had not been flattened properly, which likely caused the control wire to detach from the handle. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Reportedly, the clip was able to be reopened, but was then unable to close. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.